Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009; inratio: 2.6; lab: 3.6. No heparin or lovenox, on coumadin since december.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; inratio: 2.6; lab: 3.6; mean: 3.10; confidence limits: 1.9-4.6. Per tech service, 3.6 inr is a meter at the lab. It is, however, recommended to compare inratio meter with lab instrument or any other coagulation analyzer for legitimate accuracy comparison test. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. The customer did not provide the strip lot number. The complaint trending cannot be determined. No corrective action is required at this time as no product deficiency was established.